Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address chronic dislocation. Update rec'd 10/23/2014- pfs and medical records received. This complaint is now legal. After review of the medical records the revision operative note confirmed dislocation and malpositioned cup that wasn¿t revised. The cup is also being coded for metal wear which was found in (B)(4). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/19/2014.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
In addition in what were previously alleged, ppf alleges constrained liner, dislocation and elevated metal ions. After review of medical records the patient was revised to address unstable left hip. Revision note stated, there was only approximately 5-8 degrees of anteversion with showing instability about the hip with a flexion and internal rotation.